Event description:
In 2012, a trifecta valve was implanted during a bentall procedure. On (B)(6) 2018, the patient presented at the hospital with prosthetic stenosis requiring a redo aortic valve replacement. The valve was surgically removed and was replaced by a non-sjm prosthetic valve. At an unknown point during the hospitalization, the patient's course was complicated by cardiac arrest which required resuscitation including chest compressions.

Manufacturer narrative:
The reported event of stenosis could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2012, a trifecta valve was implanted during a bentall procedure. On (B)(6) 2018, the patient presented at the hospital with prosthetic stenosis requiring a redo aortic valve replacement. The valve was surgically removed and was replaced by a non-sjm prosthetic valve. At an unknown point during the hospitalization, the patient's course was complicated by cardiac arrest which required resuscitation including chest compressions. All efforts were attempted to gain additional information and nothing was provided.